Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to the customer¿s blood glucose level. The customer declined follow-up troubleshooting with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer continued to use the pump for insulin therapy. Or it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was xx (mg/dl). The customer reverted to an alternate method of insulin therapy.